Event description:
A vns patient's wife called and reported to manufacturer that her husband had died from the stroke and that death was not vns related. Good faith attempts are being made for additional details surrounding the patient's reported death and relationship to their vns from their treating physician at the time. Thus far good faith attempts have been unsuccessful.